Manufacturer narrative:
Coagucheck in range serial number is (B)(6). The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for (1) patient tested with coaguchek inrange meter. The patient¿s therapeutic range was not provided. [Erroneous results] comparison on: (B)(6) 2023. Lab result: 2.43. Coaguchek result: 3.6. Comparison on: (B)(6) 2024. Lab result: 3.8. Coaguchek result: 5.9. Comparison on: (B)(6) 2024. Lab result: 2.9. Coaguchek result: 3.8.